Event description:
It was reported that balloon rupture occurred. The physician performed a percutaneous coronary intervention on a lesion that was 85% stenosed, located in the moderately tortuous and severely calcified mid to proximal left anterior descending artery. A synergy stent was inserted but failed to cross the lesion. A 2.50mm x 15mm emerge balloon catheter was advanced for pre-dilation, but it ruptured at 12 atmospheres during the procedure. The device was safely removed, and the procedure was completed without any reported patient complications.